Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the device was reprogrammed and noise was observed. The device was not implanted. The patient condition was stable.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.